Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber cap came off. There was no injury to the patient. A second fiber was utilized to complete the procedure.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, the potential for forward firing may exist. The glass cap exhibits moderate devitrification at output window. The metal cap exhibits moderate charred debris adhesion on the surface, indicative of prolong tissue contact. The metal and glass cap were present; therefore, the as reported tip break cannot be confirmed. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and probably to the reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber cap came off. There was no injury to the patient a second fiber was utilized to complete the procedure.